Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced (two) infusion set issues on (B)(6) 2026. The patient reported infusion set not cocking back. During cocking the spring process. The patient replaced infusion sets and resumed insulin successfully. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.